Event description:
This is filed to report the clip detaching from one leaflet and increased mitral regurgitation (mr) requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022 to treat functional mr with a grade of 4+. Although imaging was difficult due to the anatomy, one clip (xtr 20304r166) was implanted reducing the mr to a grade of 2+. The next day the patient¿s mr increased to a grade of 4 and it was noted that clip had detached from the posterior leaflet (single leaflet device attachment (slda)). Per the physician, the slda was due to the patient anatomy. A second procedure was performed (B)(6) 2022 and two clips were implanted reducing the mr to a grade of 2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, the reported single leaflet device attachment (slda) appears to be due to challenging patient anatomy. The poor image resolution is due to challenging patient anatomy. The reported mitral regurgitation (mr) appears to be a cascading effect of the slda. Additionally, mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention (additional mitraclip procedure) and hospitalization are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.